Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open laparoscopic low anterior resection, after firing the staple, the donut was not complete and no stable stapler line formation. The stapler line was not able to be detached after the anastomosis. The surgeon used suture to implement the tissue. Anastomotic failure has been reported, and another stapler was placed. It was also noted that there was a blood loss of more than 500cc that required blood transfusion and the surgical time was extended by more than 30 mins.